Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Outside care taker noticed that the left arm of the hor assembly is bent between the top third knob and the cross brace.